Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, during a uterine fibroid embolization (ufe) procedure, the 5f mynxgrip vascular closure device (vcd) had an issue where the white tamp tube appeared to be attached to the mynx sealant when attempting to remove the balloon from the access site. But the sealant was not deployed to the proper location as it stuck to the distal end of the shuttle. The sealant was partially deployed into the tissue. Manual compression was held without issue. There were no reports of patient injury. A 5f non-cordis sheath was used. The mynx vcd was used in an interventional procedure that employed a retrograde approach. The deployer was in training with the mynx device. For the puncture femoral site, the suitability of the femoral artery was verified by angiography, confirming the insertion angle of the vascular sheath introducer to be within 30-45 degrees. The vessel was identified as the right common femoral artery, with a diameter verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and the stick location was above the bifurcation, with no presence of peripheral vascular disease (pvd) or calcium near the puncture site. There was a shallow vessel depth due to the patient's thinner physique. The device's storage temperature exceeded 25 °c. The balloon was fully deflated after shuttling down, and there was no over tamping. The deployer shuttled down completely, and the sealant was wedged between the balloon and the advancer tube. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle. The syringe used in the procedure was returned connected to the device with the stopcock open, along with a non-cordis catheter sheath introducer (csi). The advancer tube was deployed and removed from the catheter shaft, and the sealant was not returned. The condition of the returned device indicates a complete removal of the device and a complete deployment mechanism triggering. The returned device was inspected for damages or anomalies that may have contributed to the reported incident; and no visual damages or anomalies were observed. The procedural sheath was not returned with the device. A functional analysis was not possible to perform as the unit was received fully deployed. Visual inspection at high magnification showed that the sealant was no longer in its manufactured position. During this analysis, it was confirmed that the deployment mechanism activation implied during the visual analysis resulted in the sealant¿s complete removal. The reported event of ¿sealant-sealant dislodged¿ was not confirmed through analysis of the returned device since the sealant was not received and due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported issue since the sealant was not received and there were no anomalies noted to the returned device. However, patient factors (there was a shallow vessel depth due to the patient's thinner physique) and/or handling factors (user was in training at the time of the issue) of the device are possible since the returned condition showed a proper complete removal of the device and no damages were noted. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Additionally, if fingertip compression is not maintained during removal of the advancer tube, this could also result in a dislodgement of the sealant. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a uterine fibroid embolization (ufe) procedure, the 5f mynx grip vascular closure device (vcd) had an issue where the white tamp tube appeared to be attached to the mynx sealant when attempting to remove the balloon from the access site, but the sealant was not deployed to the proper location as it stuck to the distal end of the shuttle. The sealant was partially deployed into the tissue. Manual compression was held without issue. There were no reports of patient injury. A 5f non-cordis sheath was used. The mynx vascular closure device (vcd) was used in an interventional procedure that employed a retrograde approach. The deployer was in training with the mynx device. For the puncture femoral site, the suitability of the femoral artery was verified by angiography, confirming the insertion angle of the vascular sheath introducer to be within 30-45 degrees. The vessel was identified as the right common femoral artery, with a diameter verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and the stick location was above the bifurcation, with no presence of peripheral vascular disease (pvd) or calcium near the puncture site. There was a shallow vessel depth due to the patient's thinner physique. The device's storage temperature exceeded 25 °c. The balloon was fully deflated after shuttling down, and there was no over tamping. The deployer shuttled down completely, and the sealant was wedged between the balloon and the advancer tube. The device and sheath will be returned for evaluation.